Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced. It is unknown which lead contributed to the issue and was explanted.